Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v058728, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 74001, lot# n604768, implanted: (B)(6) 2016, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
The intractable pain patient reported through a manufacturer representative that ¿there was no feeling of stimulation at all.¿ there were no external factors reported to have led or contributed to the event and the issue remained unresolved at the time of report. It was noted that while surgical intervention had not yet been performed at the time of report, surgical intervention was planned, but not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no surgical interventions planned as of (B)(6) 2018 and that the cause of the patient not feeling stimulation was ¿undetermined.¿ there were no further complications reported or anticipated.